Event description:
Caller reported a malfunction on the pump, identified with a resettable malfunction code. There was no adverse impact to the customer's blood glucose level, as measured values did not exceed expected limits. Technical support provided pump reset instructions and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the caller was advised to continue using the pump and to report any future issues.